Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor's distal end "chip" fell off during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the same device. There were no reports of patient harm.